Event description:
The customer contact reported the device did not deliver when the bolus button was pressed. The bolus cord was returned to the biomedical engineering department from an unspecified unit with a note stating, "not working." No tracking info was provided; therefore, specific pt info or event details were not available. During testing at the user facility, the device did not deliver when the bolus button was pressed. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. This report represents all the info known by the rptr upon query by hospira personnel.